Event description:
It was reported that nurse, while performing infusion port maintenance on an outpatient in the clinic, notices that there is no white bottom bracket on the side of the non-injury needle, resulting in a failure to create a safe guard. Needle was replaced with a new needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.